Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Caller was accidentally stuck with the lancet during troubleshooting. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.